Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
During the follow-up on 12/10/2019, it was reported that an additional under infusion volume discrepancy was observed. The pump and a portion of the catheter were reported to be explanted. A priming bolus was programmed, in which beads were reported to not be seen at the end of the catheter. A new pump and catheter were implanted.

Manufacturer narrative:
Additional data: a review of the device history records, which includes verification of all steps in the manufacturing of the pump/catheter, verification of all final testing performed by/on the pump/catheter, verification of sterilization, and packaging for subject pump/catheter was performed. The review did not identify any non-conformances, issues or capas associated with pump or catheter function. Pump and catheter were returned for additional evaluation and investigation. Additional physical investigation was performed and the allegation was confirmed. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 95% efficiency. The continued analysis confirmed the shorter section of the catheter was not patent with air or sterile water. The cause of the occlusion seemed to be due to crystalized precipitate in the flow path, but was not conclusive. As the root cause for the alleged issue was determined to be the section of the catheter that was occluded, this MDR has been updated to reflect the catheter. There was no issue found with the pump. As addressed in the instructions for use, 'reversible or irreversible partial or complete occlusions' are possible risks associated with intrathecal catheter. Internal complaint number: complaint - (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. It was reported that patient has experienced increase in pain. On (B)(6) 2019 it was reported that the pump and a portion of the catheter was reported to be explanted. A priming bolus was programmed, in which beads were reported to not be seen at the end of the catheter. A new pump and catheter were implanted.